Event description:
A middle-aged female patient was admitted to our facility and it was determined that a guidewire had been previously retained during a PICC procedure in the patient's left arm. After a long investigation including working with an outside hospital, it was determined that the guidewire fragment had been retained five months earlier, and is now found to be lodged and endothelialized into the microvasculature of the patient's upper left arm (item has been left in place after interventional radiology attempt to retrieve it). Manufacturer response for bard 5 fr PICC insertion guidewire, bard 5 fr PICC insertion kit (per site reporter): there is a photo of a 5 fr. Double lumen PICC custom kit - the type of PICC that the patient had placed. The manufacturer is bard. The (B)(4) was contacted (B)(4). He said the person to contact in the company for questions is through the (B)(4). Our facility has not contacted this office about this event.